Manufacturer narrative:
The date of implant is unknown but surgery happened in (B)(6) 2014. (B)(6). (B)(4). Neither the device nor applicable imaging films were returned to manufacturer for evlauation therefore cause of event cannot be determined.

Event description:
It was reported that the patient underwent a surgery in (B)(6) 2014. The patient came into emergency room in (B)(6). Two screws implanted at s1 in the original surgery were found broken post-op. Patient had complaints of feeling like there was a spring in her back. The patient underwent revision surgery on (B)(6) 2015 wherein the screws were explanted.

Manufacturer narrative:
Image review:review of submitted pictures reveal "8 month post operative CT images and a single jpeg are provided. Images demonstrate l3-s1 posterolateral instrumentation with bilateral s1 screw fractures. Can not assess fusion status on images provided. Root cause indeterminate."